Event description:
It was reported that the tip of the hex drive was broken when in use to remove a pedicle screw. The broken tip was able to be retrieved from the patient. There were no patient complications.

Manufacturer narrative:
The device was returned to medtronic for evaluation. A visual examination confirmed a portion of the hex tip was completely sheared away from the instrument. A review of the device history records found no documentation to indicate a non-conformance to specification.